Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, exchange from textured to smooth due to the patient's concern with the product and "I was diagnosed with cancer a few years ago and it went away and in february of this year it came back stage 4" and "the first time it was in my lymph nodes and now it is in my uterus and endometriosis". The device remains implanted.